Manufacturer narrative:
Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported the the intra-aortic balloon (iab) was not placed successfully and twisted during insertion. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane unfolded blood was observed on the exterior of the iab. One kink was found on the catheter tubing approximately 76.2cm from the iab tip. Additionally, one kink was found on the inner lumen approximately 6.1cm from the iab tip. One-way valve was also returned for evaluation. A laboratory guidewire insertion test was unable to be performed due to the kink observed on the inner lumen. The one-way valve was vacuum tested, and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported problem and we are unable to mimic the clinical setting due to the returned iab condition. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.